Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system downgrade procedure, the left ventricular (lv) lead required extensive pocket manipulation in order to be freed from scar tissue. It was noted that there was insulation damage near the transition from connector to lead body. The physician used medical adhesive to repair this area. The lv lead remains in use plugged into the rv port. It was also reported that the right ventricular (rv) lead exhibited loss of capture, high impedance, noise, and an elevated sensing integrity counter (sic). The rv lead was capped. Additionally, it was noted that the patient refused lead extraction and physician wanted to use existing hardware to the best of its ability. The physician decided to uncap a previous rv lead, despite that there was noted low impedance and visual insulation damage, the pace/sense was plugged into the lv port and the defib portion remained capped. No patient complications have been reported as a result of this event.